Event description:
Two carrier systems were returned with both safety sleeves intact. One device was missing the filter and the handle was partially released. The filter was present in the second unit and the handle was in the unreleased position. Two green dilators were returned. Examination of the returned samples showed signs of kinking to the braided sheaths suggesting an overly tortuous anatomy may have contributed to the difficulty in using the device, leading to this complaint. Previous investigations into complaints of this nature have shown that resistance in the body, normally associated with an overly tortuous anatomy and usually accompanied by a kinking of the braided sheath, is the most likely cause of the complaint. The shop floor paperwork for thisbatch hasbeen reciewed andno issues or discrepancies were found which could potentially relate to this complaint. The sfp review confirms that this device met material, assembly, and performance specifications. The exact cause of the difficulties experience during the procedure couldnotbe determined. The dfu states `a kinked sheath is caused by pt's overly tortuous anatomy or unusually small vessels. To avoid this perform a pre-placement vena-cavogram. Pt's extremely tortuous vasculature may be unsuitable for any transvenous procedure.'

Event description:
Same case as MFR # 6000118-2005-00002. It was reported that difficulty was encountered during the procedure to implant the titanium greenfield vena cava filter. The filter was reported to have "failed". The device was removed. A second filter was attempted with the same result. A third filter was successfully implanted. No pt injuries or complications were reported. Additional inof has been requested.